Event description:
Info received indicates the valve was abandoned during implant because the device size selected by the hcp was too large. The valve was intra-operatively replaced with no pt complication reported.